Manufacturer narrative:
Insulin pump passed the displacement test and rewind test. The stop (idle) current and run current measurement tests are within specification. Unit was unable to prime during prime/a33 test and alarmed compromised force sensor system during the basic occlusion test due to missing drive/motor support disk. Unable to perform the self test, off no power alarm test, unexpected restart error test, occlusion test, excessive no delivery test and the dat test due to prime anomaly. Insulin pump had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 3.30 to 4 pm due to a high blood glucose level of 495 mg/dl also had compromised force sensor system. The customer treated for high blood glucose was insulin by intravenous. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.